Event description:
Films were received and their evaluation was completed. Post-implant cta's show that the bifurcate was positioned just below the left renal; the right renal appeared noticeably smaller than the left. The proximal neck diameter measured 37-40mm at the left renal. The aaa measures 8 x 8.5cm max. The ipsilateral limb was on the right side. There was a probable type iii fabric endoleak seen near the flow divider, approximately 5cm below the stent graft proximal graft margin, which appeared to be coming from the posterior/left side of the ipsilateral limb origin. In this location there is also an area of calcification along the wall of the aaa sac in contact with the stent graft. It is possible that external abrasion from the calcification may have contributed to the fabric tear. The implant date is unknown, and the implant duration for the films provided is unknown. In addition, films or details at implant or other f/u's were not provided therefore other possible causes of the tear could not be assessed. Films post-aui secondary repair were also not provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Access vessels were not tortuous or calcified. It was reported that on an unknown date, an unknown endurant stent graft was implanted. Also, on an unknown date, the patient presented with a strong type iii fabric endoleak. The leak was potentially coming from near the bifurcation of the mainbody. Another manufacturer's stent graft was placed to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: films. Evaluation results: patient's condition affected effectiveness of device (calcified vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (calcified vessels). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (lack of information, cause of event is unknown). Evaluation, conclusion: (lack of information, cause of event is unknown).